Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to an unreported cause. The cause of and the treatment for the peritonitis was not reported. On an unreported date, the patient was hospitalized for the peritonitis and subsequently passed away. No further information was provided regarding if pd therapy was ongoing until the time of death. It was not reported whether the patient recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. No additional information is available.